Manufacturer narrative:
B4:(B)(6)2021. The bench engineer evaluated the device. Found touchscreen defective, cracks on the top cover, and the battery over 5 years old. The bench engineer replaced the touchscreen, top cover, end cap, and front bezel to address the problems. After this repair, functional testing passed and was returned to service. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer.

Manufacturer narrative:
Date of this report: 28jun2021. It is unknown if the unit was in use on the patient, but no patient harm was reported.

Event description:
The customer contacted product support and reported that the touchscreen does not work. It is unknown if the unit was in use on the patient, but no patient harm was reported. The customer requested bench service repair. The bench repair engineer diagnosed the unit, cracked top cover, touchscreen defective, and battery over 5 years old.